Event description:
Health and life co., ltd. Was informed by the importer MDR (B)(4) with the following info: the pt sv contacted (B)(4) on (B)(6) 2012, regarding an adverse drug experience. The pt stated that she used the asthmanefrin treatment with the ez-breathe atomizer and began to cough up blood on (B)(6). She retried the medication on (B)(6) and again coughed up blood. She stated that the hemoptysis increased with increased use of the investigated product. In addition, she experienced chest pain, nausea and dizziness during use. A topical rash also spread across her arms, back, low belly and chest following use of the asthmanefrin and atomizer. The rash subsided once treatment was discontinued.

Manufacturer narrative:
The investigation results and relevant follow-up activities will be included in 11/20/2012 follow-up.